Manufacturer narrative:
Upon receipt of the device, a missing keel tip failure mode was confirmed and we are reporting at this time. Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the optic of the unit is blurred.